Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure with femoral access, the stent allegedly got damaged. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the stent was partially deployed. Inside the guidewirelumen a guidewire was found stuck which may indicate a premature deployment. However, the trigger was found used which may indicate a deployment failure. Furthermore, although the trigger was found in used condition the safety clip was found attached, under tension caused by a bent hypotube, and broken. Considering the event description which clearly stated a stuck guidewire it was concluded that the partial deployment occurred as consequence of the stuck guidewire. Therefore, the investigation will be closed as confirmed for premature deployment. Potential factors that could have led or contributed to the reported issues experienced by the customer have been evaluated. The reported application represents an off label use of the device. However, based on the sample evaluation and the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment', 'prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter' and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. Regarding the use of accessories the IFU states: 'the bard e-luminexx vascular stent is only compatible with a 0.035¿ (0.89 mm) guidewire.' Furthermore, the IFU states: 'do not remove the white conversion tab unless you have selected ¿the conventional method¿ for stent deployment.' , and 'just prior to deploying the stent, the safety clip must be removed by pressing the two red tabs together and removing the clip from the grip.' The product is indicated for used in the iliac and femoral arteries. (B)(4).

Event description:
It was reported that during a stent placement procedure with femoral access, the stent allegedly failed to advance due to the stent being stuck with the guidewire only. Reportedly, the procedure was aborted and again performed the next day. There was no reported patient injury.